Manufacturer narrative:
(B)(4). E1 initial reporter first name: data value too large: materiovigilance (max length=15).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the abdomen. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.